Manufacturer narrative:
Part: 241.351; lot: 9625744; manufacturing site: (B)(4); release to warehouse date: august 27, 2015; expiry date: august 01, 2025. The device history record (DHR) shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. It is unknown when device broke. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a hardware removal involving four (4) lcp (locking compression plate) screws, four (4) cortical screws and one (1) locking compression plate 1/3 tubular plate with collar, five (5) holes. On an unknown date, the locking compression plate (lcp) tubular plate with collar, five (5) holes was found to be broken. There are no allegations against the explanted screws. It was unknown if there was surgical delay. There was no patient outcome reported. Concomitant devices reported: lcp screws (part: unknown, lot: unknown, quantity: 4), cortical screws (part: unknown, lot: unknown, quantity: 4). This report is for a lcp one-third tubular plate with collar 5 holes/57mm. This is report 1 of 1 for (B)(4).